Event description:
The physician reports that the crystalens haptics tore in the staar surgical lens injector system. No further details were provided. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.